Manufacturer narrative:
(B)(4)- supplemental MDR/correction - needle clogged/blocked. Correction: following submission of initial MDR, labeled for single use? No, was not correctly reported. Section h updated to reflect correct information, labeled for single use? Yes. Evaluation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305916 batch number#: unknown. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: rcc received a complaint via email. The customer has experienced multiple occurrences at 3 store locations of blocked needles not allowing the drug to flow through. Store (B)(6) had the same thing happen with 4 needles. Store (B)(6) will probably not have the lot number because a floater was working there at the time it happened and their encounter with the needle was weeks ago. I sent a message out to the district asking them to record the lot numbers moving forward.